Event description:
Customer's wife reported customer did not believe the readings he received from his precision xtra blood glucose meter were correct and because of this he experienced hypoglycemia and lost consciousness. Paramedics were called and they gave customer "a shot of something" and that woke him up. Customer reported a reading of 128 mg/dl compared to the paramedics reading of 88 mg/dl on an unknown brand of meter. There was no report of permanent injury or death associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.